Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and they called in to report the issue of the volume discrepancy. Dye study information was reviewed, and the hcp was calling to review pump specifications of the 20ml and 40ml pumps as the patient might want a smaller pump in size so that the pump did not get in the way of things. Additional information was also received from an hcp on (B)(6) 2019 indicated a pump study was pending regarding diagnostics performed. The cause of the volume discrepancy was pending the pump study as well as if any actions/interventions had been taken or planned regarding the event. The patient¿s weight was (B)(6). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving 500 mcg/ml of lioresal at 145.54 mcg/day via an implantable pump for intractable spasticity. It was reported a volume discrepancy occurred (B)(6) 2019 at the patient's refill. The actual reservoir volume (arv) was 25 ml and the expected reservoir volume (erv) was 3 ml. It was reported the refill procedure was unremarkable. The patient was not having any therapy issues at the time of the report. It was indicated the patient was refilled at home by a home health nurse and the patient cannot get to their managing healthcare provider's office which is a distance away from where the patient lives. Troubleshooting considerations were reviewed. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 8780, serial#: n705860005, implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 02-mar-2019, UDI#: b)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated an x-ray and pump study were performed (dates and results were not provided). It was determined the cause of the volume discrepancy was a ¿pump/catheter malfunction.¿ actions/interventions regarding the event included a pump/catheter revision. It was noted the patient¿s height was 5¿11¿ and weight was b)(6).. Regarding the device status for return, it was "requested." No further complications were reported or anticipated.